Event description:
It was reported that a patient experienced a mid-shaft femur non-union and broken trochanteric fixation nail (tfn). It was stated the tfn broke at the distal screw hole in the nail. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Brand name abbreviations defined: 10mm/125 degree titanium cannulated trochanteric fixation nail 235mm-sterile. Corrected data: implant date should be unknown. Explant date should be (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment not diagnosis. The device history records were reviewed and no complaint related issues were found. The part was not returned for evaluation; no conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.